Event description:
Heat and moisture exchanger (hme) was in use with another MFR's breathing circuit and metered dose inhaler (mdi) adapter. Hme became separated from mdi adapter, resulting in pt bradycardia and alarm condition. Pt was manually ventilated and oxygenated with no adverse effects. User has reported that personnel have been instructed to ensure that all connections are secure.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.